Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During preparation of a 32x4.50mm rebel stent, it was noted that the stent pulled off from the stent delivery system balloon when the physician removed the stent protector. The procedure was completed with 32mmx4.50mm rebel stent and it worked fine. No patient complications were reported.